Event description:
On 10/19/00, the healthcare professional (hcp) of the home pt (hp) relates the hp experienced recurring peritonitis episodes while using the homechoice cycler for apd therapy. Hcp relates that the hp has had repeated peritonitis every month this year since march of 2000. The hcp relates that although the hp has had no difficulties with the homechoice cycler, the doctor wanted to rule out the homechoice cycler as a possible cause of the recurring peritonitis and requested a replacement homechoice cycler. The hp rec'd a replacement homechoice cycler on 10/23/2000. Hcp states that on 10/26/00, the hp was again diagnosed with peritonitis and was noted to have an increased wbc of 420. Hcp relates the hp was given ancef and gentamicin ip for the infection. According to the hcp, pt no longer feels that the homechoice cycler may be attributable to the recurring peritonitis episodes, however, pt does not know what to attribute them to. Hcp relates that pt has scheduled the hp to receive a replacement transfer set and plans to retrain the hp's family member on proper aseptic technique as well.